Manufacturer narrative:
(B)(4). Batch #u5af5n. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic prostatectomy, the device locked out after firing and the blade wouldn't retract. The manual override was used to retract the blade. Sutures were used to complete the case with no patient consequences.